Manufacturer narrative:
D1 (brand name) has been updated. D3 (manufacturer fax) has been added. Renal failure/sepsis: the cause of the injury was not determined due to insufficient clinical details. Hemolysis/mechanical interaction with blood: the cause of hemolysis/mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Fluid leak-side arm: the cause of fluid leak-side arm was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
B1: added product problem, this was omitted from the initial in error.

Event description:
An impella cp was inserted via right femoral artery in a 65-year-old female who was admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. On day 2 of support, while in the intensive care unit, there was concern for hemolysis. The patient was not making urine, required dialysis, and had a plasma free hemoglobin level greater than 200. On day 4 of support, a slow leak was observed around the purge filter/reservoir. Purge pressure was 379 and purge flow 17.3, which were unchanged from the previous days. On day 6 of support, the patient had positive blood cultures and va ECMO was peripherally cannulated. It was reported the hemolysis resolved when p level was decreased to p-2 after initiation of va ECMO. Renal failure and hemolysis are known potential adverse events of the impella cp per the instructions for use.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.